Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found both plates partially deployed. One portion of the first plate and the tip of the needle were attached from each other. Behind the first plate, the second one was partially deployed. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that when the needle penetrated the tissue, the trigger was not squeezed completely or with the necessary pressure. Additionally, the needle may have been stuck by tissue that prevented the plate from moving. The second plate was deployed when the first plate remained stuck in the needle¿s tip. As per IFU-113244, 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Once inside the joint space, remove the instrument. 2) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-113244, device history lot: pn: 228152, lot number: 304l982, there was no non-conformance regarding this lot. Manufacturing date: 24 may 2024, expiration date: 30 apr 2027, device history batch: null. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an arthroscopic meniscal repair procedure that the truespan 24 degree peek the device misfired, resulting in improper deployment. Another device was used to complete the procedure. There was a 10 minute delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.